Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. No product was returned for evaluation. The cause of the access site bleeding is unknown as there is limited clinical details and no product was returned. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient developed femoral bleeding at the access site. The bleeding was managed by adding nahco3 in purge. This issue caused a delay in systemic heparin administration.